Event description:
Customer reported 1530-1 micropore tape was used on male patient during patch testing. Reported patient experienced redness, swelling and extreme itching where tape was applied. Reported kenalog injection was used for treatment of the skin reaction.